Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6), product type product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported they had not been able to get a bolus all day. Patient stated the controller gets stuck at 90% when trying to bolus. Agent assisted the patient in closing out of all running applications and clearing data on the personal therapy manager (ptm). The troubleshooting steps that were taken on the call resolved the issue. Patient stated they started having trouble on the 3rd day after it was programmed.